Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for an unknown number of patient samples for "most of the parameters". No specific patient data was provided for evaluation. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. Only lot number 236290 for gluc3 glucose (B)(4) was provided. The expiration date was requested but was not provided. It was determined a blocked cell rinse nozzle caused cell overflow. The nozzle was cleaned and the system was confirmed to be running within specifications. The primary root cause of the blockage could not be determined but this type of issue might be caused by remnants of gauze or paper towels after the daily operator maintenance. As majority of tests were affected, reagent issues could be excluded.